Manufacturer narrative:
B5 removed 2183; added 1371.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer's blood glucose (bg) level displayed as high. Customer delivered a correction bolus via pump to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text: device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Customer¿s blood glucose level was displayed as high. Customer delivered a correction bolus via pump to address bg level. The customer reverted to manual injections for insulin therapy.